Event description:
It was reported that the programmer was unable to interrogate implantable heart devices. It was further reported that changing out the radiofrequency programmer head did not resolve the situation. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 229047 software analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that it was unable to interrogate, the radiofrequency head connector on the link electronic module (lem) was noted to be loose and therefore the lem printed circuit board was replaced and calibrated.